Event description:
It was reported, the camera head had broken cords, cable was cut.¿there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found the cable is cut. In addition, the unit is worn out and the serial plate is faded. A device history review of the current product was conducted, and no problems were found. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.